Event description:
A customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced and service performed during service: vaccum pump oil, oil mist filter mount reseated. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit was reviewed for the past 6 months (11/05/2014 ¿ 05/04/2015) and trending was not exceeded; the fmea revealed the risk priority number (rpn) is at an acceptable level; the sra shows the risk for exposure to toxic or corrosive material to be "low." The oil mist filter and vacuum pump oil were not returned for functional evaluation. The assignable cause of the odor/smells issue is the oil mist filter, vacuum pump oil and the oil mist filter mount. The field service engineer (fse) replaced the oil mist filter/ vacuum pump oil and reseated the oil mist filter mount. The fse confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil mist filter was replaced and the oil return valve was tightened. Unit meets specifications and was returned to service on 5/6/2015.